Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was hospitalized at another vad center. The patient suffered two brain aneurysms and a subarachnoid hemorrhage. The patient is still off all anti-coagulants. No asa plaid, coumadin or heparin due to 4 sunderland bleeds, and still has two basilar aneurysms that need to be fixed after a 30 day wait since the center dissected her vertebral artery trying to fix the basal issue. Additional information received (B)(6) 2014, the patient was still hospitalized at the other vad center. Positive blood cultures continue (last done (B)(6) 2014)--IV vancomycin. Vad parameters were stable. Ldh 500. No asa or anticoagulation due to the recent brain bleeds (subdural, subarachnoid and intraparenchymal). Map 80's. No signs of chf, urine clear. The patient is not a candidate for neurologic intervention until 30 days post initial incident. Significant headaches and right field visual cuts due to brain injuries that are being controlled with percocet. CT scan was stable. Team made agreement to move towards hospice care at home vs. Transfer to home vad center. The patient is not a transplant candidate per the vad center.